Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Lip caught [lip injury]; brush became loose, lip got caught in between the brush [injury associated with device]; brush became loose in mouth during brushing [device breakage]. Case description: report source: spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that an oral-b power oral care refills crossaction became loose while brushing with an oral-b rechargeable toothbrush, version unknown on an unspecified date. The reporter stated it seemed her lip got caught in between the brush. She reported she had used an oral-b toothbrush and brushes for many years, and had previously used this exact version of brush head. The case outcome was unknown. No further information was provided.